Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the procedure was delayed by 15 minutes due to switching out the device because the image became blurred due to cable failure. The event can be prevented by following the below instructions from the device instruction manual: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer's reported issue was confirmed, the image was found blurry due to a defective cable unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high definition autoclavable camera head image was not clear enough. There was no error message observed as a result of the failure. The issue was found during procedure, and the procedure was completed with a similar device. The issue caused a 15-minute procedural delay and extended anesthesia time while the device was replaced. There were no reports of patient harm.